Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress. The investigation deemed unrepairable. The device was scrapped at the request of the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.